Manufacturer narrative:
The pump was received on 1/11/2024. It was tested on 2/5/2024. The results are below: an 100 ml infusion ran until completion, and the actual amount infused was 98.17 ml. This means the flow rate deviation is -1.87%. This is within the passing criteria of +/- 5% the pump meets passing criteria. Reported issue is not confirmed. See below for the equipment used in testing: scale model: fx500i, serial number: (B)(6), calibration date: 03/30/2023, next calibration due date: (B)(6) 2024, administration set: hs-008, lot# 2305022.

Event description:
On 01/02/2024, infutronix received a report that a pump had a flow rate issue, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.